Event description:
The evita 4 has switched itself off for the second time in a very short period while in use (B)(4). It displayed the ¿internal battery¿ error message. It was connected to the power supply before use. The device triggered an alarm. No health consequences for the patient have been reported. At this point in time, it cannot be excluded that ventilation may stop. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
It was reported that the affected evita 4 device with serial number (B)(6), manufactured in august 2002, switched itself off for the second time within a short period of time. A complaint was filed for each reported event. The user performs many intra-hospital transports with this device. No health consequences for the patient were reported. Based on the information provided and the analysis of the device's logbook, the reported events could be confirmed on 27.10.2025. The external battery was not sufficiently charged, which led to a premature switchover to the internal battery. The internal battery was also unable to hold its charge, which is why the supply voltage failed prematurely. As stated in the accompanying instructions for use of the lead batteries, the charge status of both the internal and external batteries is shown on the screen by a corresponding battery symbol. A green battery symbol indicates that charging is complete. When the device is connected to the mains voltage and switched on, the internal batteries are charged first, followed by the external batteries. The internal batteries take up to 4 hours to charge and the external batteries take 8 to 12 hours. Batteries are wear parts and should be serviced during the six-monthly inspection. The capacity must be checked every six months! The batteries must be replaced if necessary. The service life of the batteries depends heavily on usage. New internal batteries have sufficient capacity for 14 minutes of operation. If discharged batteries are not immediately recharged to full capacity, this will damage the battery capacity. Under unfavorable operating conditions and frequent transport, it may be necessary to replace the batteries much earlier. In the event of a failure of all supply voltages, the evita behaves as follows: due to the collapse of the internal supply voltages, ventilation is stopped, the screen goes black, and the emergency breathing device is automatically opened so that the patient can breathe spontaneously. The evita generates an audible mains failure alarm via the mains failure horn for at least 2 minutes. The mains failure horn is powered independently of the gold caps power supply so that the audible alarm is guaranteed even if the power supply fails. During normal operation, the gold cap power supply to the horn is monitored. When the supply voltage is restored, a warm start (duration approx. 8 seconds) is performed and ventilation continues with the old parameters. Immediately after restarting ventilation, a ¿mv low¿ alarm is generated, which continues until the applied volume is greater than the lower set limit for the minute volume. It can be assumed that the device shut down during operation due to frequent transport use and incomplete charging cycles. The internal batteries have already been replaced and the device has been tested without any abnormalities in accordance with the manufacturer's specifications and handed over to the customer as ready for operation. The failure rate of the internal batteries is monitored and accepted by the responsible product quality board. The results of the investigation did not reveal any new risks that are not already included in risk management.

Event description:
The evita 4 has switched itself off for the second time in a very short period while in use (see also (B)(4). It displayed the ¿internal battery¿ error message. It was connected to the power supply before use. The device triggered an alarm. No health consequences for the patient have been reported. At this point in time, it cannot be excluded that ventilation may stop. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.